Event description:
During product evaluation, failure code 500:320:844:0000 was identified in the pump¿s event history file. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information available.

Manufacturer narrative:
This report is being submitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 24, 2007. Evaluation summary:the reported condition of a pump with failure code 500:320:844:0000 confirmed in the pump's event history file during product evaluation. This failure code was caused by a faulty pump head mechanism keypad. The pump head mechanism keypad was therefore replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.